Event description:
On (B)(6) 2012, patient presented with flap striae on the right eye at the one day post op. On (B)(6) 2012, flap lift and rinse was performed. Patient was prescribed pred forte. Patient experienced loss of best corrected visual acuity. On (B)(6) 2012, uncorrected visual acuity (ucva) was 20/50 on the right eye and 20/40 on the left eye. Patient is j1+ (monovision) on the right eye. Left eye is slightly blurry.

Manufacturer narrative:
(B)(4): conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic is reporting this event only and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.